Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. Charge and boot testing was performed and passed. The receiver download passed. The log was downloaded and reviewed finding firmware errors. Receiver functional test was performed and passed. Receiver case was opened for internal visual inspection and failed due to finding moisture damage. The allegation was confirmed. The probable cause is moisture damage. No injury or medical intervention was reported.